Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances and underwent a revision procedure to explant the two leads and ipg.

Manufacturer narrative:
The returned leads sc-2317-50, serial number (B)(6) were analyzed and visual inspection revealed that the leads were cleanly cut into two pieces from the proximal end of the leads. Additionally, the distal portion of the leads were not returned. The clean cut damage is a result of a typical explant procedure and is not considered a failure. No other anomalies were identified aside from the clean cut. The returned ipg revealed normal characteristics during the visual and functional examination. All impedance measurements were within the expected range on all ports. A product labeling review identified that the devices were used per the instructions for use (IFU) product label and did not reveal any anomalies. The IFU states that system failure can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. These are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, the event of the patients experiencing high impedances could not be confirmed. The electrical test could not be performed on the returned leads due to the cut lead body. No other anomalies were identified aside from the clean cut. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A labelling review was conducted for the returned devices and determined that the event of high impedances is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances and underwent a revision procedure to explant the two leads and ipg. Additional information was received that the patient was doing well postoperatively.